Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that there was no signs of infection and the incision had healed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg incision site opened up following a fall. As such, patient visited the ER and received staples to address the issue.